Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a penumbra system 3max reperfusion catheter. Upon removal from the packaging, the penumbra system 3max reperfusion catheter was found kinked and was not used. The procedure successfully continued using a new penumbra system 3max reperfusion catheter.

Manufacturer narrative:
Result: the 3max was fractured in the proximal shaft approximately 45.0cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that when the device was opened, the physician noticed the 3max was kinked and fractured. Evaluation of the returned device confirmed a fractured proximal shaft. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging at an angle, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.